Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing as well as high out-of-range pace impedance measurements upon review of the patient's pacemaker at follow-up. Provocation testing was able to recreate the noise as the result of myopotentials but oversensing was not observed at that time. Several chest x-rays were performed indicating a possible lead anomaly near a bend in the lead due to right-sided placement and patient anatomy. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.